Event description:
The litho cart c-arm came in contact with a patient's leg during c-arm movement. Patient was not hurt, this movement occurred because of technician operation with safety hardware disabled and c-arm not properly latched.